Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse changed arctic sun devices because the patient temperature (pt) was reading dashes. The probe read on the bedside monitor. They changed the device out, but they were having flow rate issues on the new device. Flow rate (fr) was zero. Tried to start therapy and device primed and stopped. Disconnected and reconnected pads using proper technique. Started therapy. Large pads. Guided to diagnostics showed that the system hours were 5401, pump hours were 4602, inlet pressure (ip) was -7.3psi, circulation pump command (cpc) was 77 percentage, flow rate (fr) was 2.4lpm.

Event description:
It was reported that the nurse changed arctic sun devices because the patient temperature (pt) was reading dashes. The probe read on the bedside monitor. They changed the device out, but they were having flow rate issues on the new device. Flow rate (fr) was zero. Tried to start therapy and device primed and stopped. Disconnected and reconnected pads using proper technique. Started therapy. Large pads. Guided to diagnostics showed that the system hours were 5401, pump hours were 4602, inlet pressure (ip) was -7.3psi, circulation pump command (cpc) was 77 percentage, flow rate (fr) was 2.4lpm.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A root cause could not be definitively identified. All good faith attempts have been made to obtain additional information. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR is not required as this is not an out-of-box failure. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.